Event description:
The customer reported, the vertical column is not moving down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the b100 board. System operates as intended. (B) (4).